Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6) 2022, the patient underwent the surgery for proximal humerus fracture with the products in question. The medullary cavity diameter was too narrow and the nail got stuck during insertion. The light hammering was preformed at the surgeon's discretion, but it did not improve the situation, and he removed the nail at once. Deformation was observed at the proximal end of the nail. No medullary cavity reamers were prepared, so the surgeon used a hospital-owned drill tip to cut the medullary cavity and insert a nail. Drill and nail interfered during distal lateral stop. A post-insertion check confirmed that one of the distal locking screws had been inserted outside the nail. At the surgeon's discretion, the lateral stop inserted outside the nail was removed and the wound was closed. The surgery was completed successfully with 45 minutes delay. This report is for one (1) multiloc phn ø8 r cann l160 tan. This is report 1 of 2 for complaint (B)(4).